Manufacturer narrative:
Follow-up # 1 (09/19/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter passed all testing with no faults found. On (B)(6), 2011 the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an "er4" message. Per the onetouch ultra2 owner's booklet, an error 4 message can be due to the following: "testing outside the operating temperature range, improperly applied sample and /or a test strip issue." The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2011 at 5:00pm. The patient stated that she manages her diabetes with a combination of diabetes medication: 5mg of glyburide (twice a day), 5mg of glipizide (once a day), 30units of lantus (evening), and novolog (sliding scale). At an unspecified time on (B)(6) 2011, the patient stated that she skipped her novolog intake in response to the reported issue and by that afternoon, between 4:00-5:00pm, claimed to have developed symptoms of being "dizzy and shaky." The patient denied receiving any medical treatment after the alleged product issue occurred. The cca noted that the patient did not have the testing supplies to troubleshoot the products. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.